Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a right-side exchange with no complaint against device. Healthcare professional reported a right side capsular contracture ( baker grade unknown) and has more subcutaneous fat on the right side compared to the side and the event of "implant on the right side , however give her appearance of being smaller compared to the (other side)." Device explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events visibility/palpability and capsular contracture was received on september 13, 2024, with lot number 2869238. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. As per the investigation procedure, creases and observed opening on anterior side assessed as surgical damage were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right-side exchange with no complaint against device. Healthcare professional reported a right side capsular contracture ( baker grade unknown) and "implant on the right side , however give her appearance of being smaller compared to the (other side)." The device has been explanted and replaced.